Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available. (Note: it should be noted this meter does not give a numeric value above 500 mg/dl.)

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor within 10 minutes. Results of 67 mg/dl, 501 mg/dl and 118 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.